Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, an alert for pace non-sustained oversensing issue was observed. Programming changes were made and no further alerts for non-sustained oversensing alerts were seen. The patient was stable throughout the event.